Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 31% to 16% over the course of 10 days. A battery depletion (bd) alert was also noticed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received. A new request was made to have data from this device analyzed, and a replacement window of 60-days was recommended. No adverse patient effects were reported. The device remains in service. Additional information received indicates that the bd alert is still present, and the replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. Product return availability information has been requested to the field.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 31% to 16% over the course of 10 days. A battery depletion (bd) alert was also noticed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received. A new request was made to have data from this device analyzed, and a replacement window of 60-days was recommended. No adverse patient effects were reported. The device remains in service. Additional information received indicates that the bd alert is still present, and the replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. Product return availability information has been requested to the field. Additional information was received indicating that this device is not available for return per hospital policy.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The remaining estimated longevity decreased from 31% to 16% over the course of 10 days. A battery depletion (bd) alert was also noticed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.